Event description:
Caller reported that insulin gauge displayed an amount different than expected, with the current fill estimate showing 65 units. There was no adverse impact to the customer¿s blood glucose level. Technical support educated the customer that the issue could arise from a variance in measured pressures affecting the insulin calculation and explained that the estimate would adjust once the insulin amount aligns with this static number. The customer understood the explanation and was advised to monitor the situation, with instructions to call back if the issue persisted.